Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the pacemaker failed to provide low voltage output. The reported pacemaker was not installed and the procedure was completed with an alternative device on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of no pacing was not confirmed. As received, a device was returned for analysis. Electrical test, longevity assessment , and visual inspection did not identify any anomalies other than burn marks from exposure to electrosurgical cautery.